Event description:
It has been reported to philips that the system did not start up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was not in clinical use at the time of the reported event. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not start up successfully. Upon troubleshooting, fse found that the power supply is defective. To resolve the issue, fse replaced the host pc, hard drive and installed the software. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.